Event description:
According to information received as of oct. 07, 2021, a female patient was injected with 2.4 ml of teosyal rha 4 (unknown batch number) into the bilateral nasolabial folds, cheeks, cheekbones and the periorbital areas on (B)(6) 2020. Approximately 15 months post-injection on (B)(6) 2021 the patient presented with the nodular reaction on the right lacrimal groove. It was reported that the area was not painful, nor red and hard. On (B)(6) 2021 the patient had an ultra sound examination, which identified the presence of adenopathy on the right lacrimal groove. As treatment, on (B)(6) 2021 the patient received an antibiotic treatment (amoxicillin/clavulanate 875 mg 3 times/day during 10 days) accompanied by an anti-inflammatory agent (corticosteroid; dacortin 30 mg in tapering doses, as follows: 3 times/days for a total of 2 days. 2 times/days for a total of 3 days. 1 time/day for a total of 4 days. 1 time 15 mg/day (indefinite timeline, might take until the resolution of the symptom). According to our latest information, the spanish affiliate contacted a local medical expert to monitor the situation and provide medical advice.